Event description:
Essure misfired while in the triple lumen scope. No one and nothing touched the essure. There was no pt harm. A new essure tray was opened and the procedure was completed without incident.